Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a 60mm diameter abdominal aortic aneurysm. It was reported that the patient presented emergently with back pain. A CT was done and showed there was a ia endoleak and rupture. The physician stated when the stent graft was originally placed they used aptus and placed several endoanchors because the patient had a short and large diameter aortic neck. The stent graft remained where it was originally placed but disease progression moved upward to the level of the renal arteries. The physician snorkeled the right renal and extended using an endurant cuff that was placed just below the level of the sma. The physician stated the cause of the event was anatomy related. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.